Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 19-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the enterprise server site was not connecting and displayed the error message. A technical support specialist (tss) tss connected to the server and confirmed that the pes website opened but login attempts failed. Certificate status was verified as valid, required ports were confirmed open, and services were running as expected. Ids logs were found to be outdated, and attempts to reset iis, configure ids, access localhost, and generate a self-signed certificate did not resolve the issue. A server reboot was also unsuccessful. Senior tss was consulted and reviewed the environment, after that. The tss communicated with the customer via bomgar to explain current limitations and provided database verified users with appropriate permissions. Assure connectivity and network configuration were discussed, with the customer noting no active firewall restrictions. The customer later confirmed that the issue was resolved on their end, and the case was closed. The system functioned as intended after technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server was not connecting and displayed the error message, an error occurred when processing the request. However, there were no delays, adverse events or injuries reported based on this event.